Event description:
A tps handpiece cord was sent for eval because it was causing handpieces to run without activation. The event occurred during a routine field svc maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the connector pins was noted. The cable was not returned to the user facility; it is not repairable once it has been disassembled.